Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/26/2020. Additional information was requested and the following was obtained: did the suture only fray / unravel during use on patient? The suture only fray during use on patient and then unravel suspected to by friction in tissue. Or did the suture fray / unravel and also break into 2 pieces during use on patient? No.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/26/2020. A manufacturing record evaluation was performed for the finished device pe2280, and no non-conformance's were identified. Investigation summary: only a picture was returned for analysis. Upon visual inspection of the picture, a fray suture could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture only fray / unravel during use on patient ? Or did the suture fray / unravel and also break into 2 pieces during use on patient?

Event description:
It was reported that the patient underwent normal delivery surgery on an unknown date and suture was used. The suture split when sewing the perineum after 3 or 4 stitches. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.